Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was implanted with no reported complications following a single deployment. On (B)(6) 2025, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed without success and the patient passed. The cause of the patient passing was presumed cardiac arrest. Transthoracic echocardiogram (tte) showed no effusion. The amulet remains implanted in the patient.

Manufacturer narrative:
An event for patient effects of cardiac arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The provided imaging was reviewed by medical affairs. Based on the information received, a cause for the reported cardiac arrest and death could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.